Event description:
Per the clinic, the surgeon experienced recurrent infections (treatment unknown) at the abutment site. The implant remains in-situ. There are plans to remove the abutment.

Manufacturer narrative:
This report is submitted on april 19, 2022.